Event description:
The customer reported inaccurately low blood glucose readings with test strips. On 10-13-96 the customer opened the first bottle from a box of fifty and obtained a reading of 115 mg/dl which he did not think was accurate. The customer's daughter was at his home and had some meter's test strips. The customer performed three back to back comparison blood glucose tests with meter an test strips. The results were 147 versus 115 mg/dl, 194 versus 107 mg/dl, and 97 versus 60 mg/dl respectively. The representative was unable to perform a normal control solution test with the customer because he did not have normal control solution. With the representative, the customer performed a check strip test. The result was 88 versus a check strip range of 70-93. The dissicant is in the open bottle. The customer stores the test strips in the bedroom.